Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the complainant: a patient returned for their 5fu pump disconnect and the carry case was wet. Customer is confident the pump leaked because 5fu crystalizes and the carry case has this film at the bottom. Upon visual inspection, there is no apparent cause of the leak (no hole in the tubing, etc). There is crystallization at the proximal end of the pump (opposite end where filled). No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. External tube was removed, and the solution flowed out from the patient connector. The external tube was reassembled back and no leakage observed from the complaint sample. Discofix cap was removed, no abnormalities and no leakage was observed. The sample was filled with red dye for further testing; no leakage was observed. The big bottom cap (bbc) was removed and no leakage was observed between the tube connections. The pvc was cut to observe the condition of silicone sleeve. No leakage was detected. No cracks/damages or leakage was observed at the filter. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue could not be observed nor replicated. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.